Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal/external inspection was performed with no issues noted. The device was determined to meet product specifications during electrical testing but failed functional testing during the fluid temperature delivery verification test. The direct cause of the problem was overheating at the solid state relay u2 on accomp pcb. The accomp pcb was replaced to resolve the reported problem. A test article replaced the accomp pcb and the device passed additional testing. The device completed a short simulated therapy with no issues noted. The accomp pc was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the fluid temperature delivery verification test. No additional information is available.